Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation. There was not any evidence of the failed air in line sensor in the event log. The air in line sensor was replaced. The root cause for reported issue is unknown. No information provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that air in line sensor failed. No patient injury was reported.